Event description:
Although reporter has had yearly mammograms since 1976 - reporter had a benign fibrous lump. Reporter has just had a rather large lumpectomy with cancer in the lymph nodes. It was here this year, and not last year? It is the slow growing type. Reporter will need a lot of chemo as well as radiation because it was not found sooner.